Event description:
The customer reported no delivery alarms during the manual prime. Troubleshooting was performed, and the insulin pump passed the prime test. The customer also stated that she went to the ER about a year ago to get treated. The customer could not recall too much info as it was a year ago. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.